Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 40 mg/dl on the morning of the call, which was treated with a shake. The customer reported that the threshold suspend feature did not alert her and that she had a weak sensor alert. The customer was advised as to the proper usage techniques for the insulin pump and transmitter. Customer also reported that the insulin pump's display had a rainbow reflection in it at times, but declined to have it replaced. The insulin pump was not replaced or returned for analysis.